Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.6.0) installed on a huawei p30 (android 10, emui 12) with the 780g mmt-1885 pump (software ver. 6.7v.3). This attempt was productive in reproducing the event with a 100% reproducibility rate. The software did not adhered to the specified requirements and failed to performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the main root cause for the users pairing problems is supervisor_timeout/bonding loss error returned by the android os. The esf number that corresponds to the reported issue is (B)(4). The root cause of the issue is related to pump behavior which is recorded under this esf. This software anomaly was observed for huawei phones which were updated to emui 12+. There are some changes that cause an error in the pump pairing process. Supervisor_timeout means that the pump phone ble communication was not sending anything for too long, thus closing the connection. Issue status: confirmed. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: make sure users remove paired devices from phone and pump also ensure that there are no other paired devices on the phone delete the minimed mobile app's memory cache in the android settings: settings -> apps -> find minimed mobile in the list of apps -> storage and cache -> clear cache and data delete the app restart the phone reinstall mmm app check for all the usual connectivity (internet, bluetooth on, etc.) Start the pairing process from scratch medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.